Event description:
The customer¿s mother reported that her son went to sleep with blood glucose of 127 mg/dl and woke up at 4:00 am vomiting. At that time, his bg measured ¿high¿ (>500 mg/dl) and she stated that the cannula was definitely out of the skin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess any product condition. The user reported a dislodged cannula. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. The omnipod user¿s guide warns ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ and ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin¿usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.¿ qualification records were reviewed and the product lot met all acceptance criteria.